Event description:
The pt rec'd two leads with the same lot number. It was reported the pt had gone to an infectious disease physician and had been scheduled for an explant due to an infection at the lead site. It was reported the lead was placed in a supra-orbital position (off-label use). It was reported the infection started between the eyes. Follow up identified the physician explanted the entire scs system. The pt was placed on oral antibiotic treatment.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.